Event description:
(B)(6) 2014 - customer claims the charger started a fire in his bathroom.

Manufacturer narrative:
(B)(6) 2014 - consumer stated that his toothbrush started a fire in his bathroom and destroyed the room. Consumer stated that he cannot send the product back because the fire marshal still has it as evidence. The customer only requested a replacement and was not requesting any type of damages. (B)(6) 2014 - left a voice-mail with the consumer requesting the info of the fire marshal that has the unit so that we can request that it be sent to us for evaluation. Contacted the fire department and requested info regarding a potential bathroom fire at this particular address. Fire department states that they have no reports filed, nor do they have any investigations recorded for that address. They asked for a fax detailing our request for info so that they could research the claim in more detail.